Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing episode occurred when post-sensed t-wave oversensed during a slow vt. Patient was asymptomatic. Programming changes were made as recommended.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that another instance of post-paced t-wave oversensing was observed after programming changes were made. Patient presented in the ER in vt and the device was not treating the vt. Device programming prevented any treatment. Patient's vt was slower than the programmed rate and resulting in t-wave oversensing. Further programming changes were recommended, but no changes were made to the device.